Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported "rupture of the left implant. Diagnosed by usg". The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Explanting physician reported "rupture of the left implant. Diagnosed by usg,". The device has been explanted.